Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. It was also reported that there was underseeing on the right ventricular (rv) lead and right atrial (ra) lead. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. It was also reported that there was underseeing on the right ventricular (rv) lead and right atrial (ra) lead. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.